Event description:
During the attempted implant of this pacemaker, physical damage was noted to the device header. A new device was therefore implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the rv seal plug had holes and pieces removed. The rv setscrew was missing from the setscrew port. The rv seal plug was removed and a substitute setscrew was placed inside the rv setscrew port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis identified that the damage to the device was induced during the implant procedure. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:39 pm CT. The report number is being corrected from: 2124215-2018-62365 to: 2124215-2018-60529.

Event description:
Sending supplemental to include results of product investigation.

Event description:
Additional information received reported that during the attempted implant of this device, the physician tried to tighten down the set screw; however, it would not tighten. Then they tried to back the set screw out and attempt to retighten, but the set screw came out of the header at that point. A different device was used. No adverse patient effects were reported.